Manufacturer narrative:
Literature article: valve-in-valve transcatheter aortic valve replacement versus isolated redo surgical aortic valve replacement summarized patient outcomes/complications of trifecta valve replacements were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, peripheral vascular disease, cerebrovascular disease, chronic lung disease, chronic dialysis, aortic stenosis, aortic regurgitation, prior CABG and prior percutaneous coronary intervention. Some of the complications reported were death, renal failure, stroke, bleeding, surgical intervention, unexpected medical intervention, hospitalization and myocardial infarction. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
This article, ¿valve-in-valve transcatheter aortic valve replacement versus isolated redo surgical aortic valve replacement¿, was reviewed. The article presents a retrospective single-center study aimed at to compare outcomes of patients undergoing valve-in-valve transcatheter aortic valve replacement (viv tavr) versus redo surgical aortic valve replacement (savr). Devices used in transcatheter valve replacement procedures included evolut, corevalve, evolut pro, evolut pro plus, portico, sapien 3, sapien 3 ultra, sapien xt. Devices used in surgical valve replacement procedures included st. Jude medical regent, on-x, st. Jude medical masters, carpentier edwards perimount, epic, trifecta, freestyle, sorin mitroflow, inspiris, avalus. The article concluded that viv tavr and redo savr were associated with comparable mortality. Patients who underwent redo savr had lower postoperative mean gradients and greater freedom from heart failure readmissions, but they also had more postoperative complications than the viv group, despite their lower baseline risk profiles. (B)(6). The time frame of the study was from 2011-2022 for savr and 2013-2022 for tavr. A total of 198 viv tavrs and 147 redo savrs were included in this study. The average age was 72.3 years (65.0 years = redo savr, 79.5 years = viv tavr) and the average gender was male (66.0% = redo savr, 57.6% = viv tavr). Comorbidities included diabetes, hypertension, peripheral vascular disease, cerebrovascular disease, chronic lung disease, chronic dialysis, aortic stenosis, aortic regurgitation, prior CABG, prior percutaneous coronary intervention.